Manufacturer narrative:
The insulin pump's act and esc buttons did not respond due to flattened button dome switches. Unable to verify alarm due to no button response. The device had cracked battery tube threads, minor scratched display window, cracked display window corner and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 11.3 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.